Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that device would not turn of when the threshold suspend went off. Customer was a brittle diabetic. Customer had been hospitalized for low blood glucose 14 times. Customer's blood glucose was 36 mg/dl. After troubleshooting, customer will not be returning the device for analysis.